Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while performing the second firing resection in the antrum of the stomach, the powered stapler started firing normally but it stopped in the middle of the resection and could not be fired again. The screen displayed an alert message with the reload and a yellow triangular icon. Another reload and a manual handle was used to complete the case. There was no patient injury.